Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation.

Event description:
The customer reported that during an emergency patient procedure, using a glidescope avl video baton 1-2, there was no image showing on the screen. No delay in the procedure or use of a back-up device was noted. No harm to patient or user was reported.